Event description:
Caller reported a tandem mobi cartridge alarm, and it was confirmed as cartridge alarm 34. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as it was still under warranty. The caller was informed about receiving a pump with updated software and was given instructions for transitioning to the replacement pump, including storing the current pump correctly and returning it to tandem. The customer acknowledged all instructions and opted to continue using their current pump along with multiple daily injections for insulin delivery until the replacement pump's arrival.